Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, the device exhibited post-sensed t-wave oversensing on the ventricular channel. The device was reprogrammed and remains implanted.